Event description:
It was reported that during a percutaneous angioplasty treatment procedure, a balloon rupture occurred. The 80% stenosed lesion was located in a moderately tortuous vessel. The 7.0 x 40/40 (4f) sterling balloon ruptured at 6 atms, during the first inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).